Event description:
It was reported that patient complained of having pain due to lead placement. The patient underwent a lead repositioning procedure and was doing well postoperatively.

Manufacturer narrative:
Exact date unknown, event occurred few months from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: (B)(4); model: sc-8336-50; serial: (B)(4); batch: 7074545.